Event description:
Holmium laser fiber b365 broke during laser lithotripsy while being used by surgeon. The stone was partially embedded into the wall of the ureter. Fiber was replaced during the procedure. No injury to patient. Surgeon noted that he torqued the device, potentially contributing to fiber breakage.